Manufacturer narrative:
Investigation: visual inspection revealed that the canula was received with the scope wash tubing detached about 1 mm from the c-ring. The remaining scope wash tubing was received separate and was somewhat bent and melted. There was some evidence of blood. Based upon the visual observations, the reported complaint for "retractor piece broken" was confirmed as a scope wash tubing failure. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro "retractor piece was broken." A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned. The device was investigated and it was found that the retractor piece was the scope wash tubing.